Event description:
On (B)(6) 2012, the reporter contacted animas alleging that at 9 am on the morning of (B)(6) 2012, the patient experienced a blood glucose (bg) of 40mg/dl with shakiness. The patient reportedly treated the low bg with glucose and juice, and there was no medical intervention required. The patient's bg at 4am prior to the incident was reportedly 98 mg/dl. The patient had reportedly recently increased his basal rates in order to avoid bolusing during the day. The reporter noted that the patient was trying to compensate for the increased basal rates by eating to avoid low bgs. The reporter noted a pattern of low bgs in the morning over the past few days. Customer support reviewed the pump with the reporter and found all histories and settings were correct. There were reportedly no site or set issues. The reporter and the patient confirmed that the patient is always disconnected from the pump during the prime step. The reporter stated that she is now working to get the basal rate corrected on the pump. Customer support (cs) advised the reporter to follow up with the patient's health care provider (hcp) on what the correct dosing amounts should be on the pump. The pump is not being returned at this time. This complaint is being reported due to the patient's alleged hypoglycemic event. Customer support determined that use error caused the reported incident, as the patient had purposely increased the basal rates in order to avoid having to bolus, which is not a recommended use of the device.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 8/24/2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data was available from the time of the low blood glucoses due to continued patient use. Testing was unable to investigate due to other failure. Unrelated moisture ingress was found, which made performance testing related to this complaint impossible. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. See also MDR # 2531779-2012-06444 for the related failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.